Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was seen in the emergency room due to a syncopal episode. Device interrogation revealed that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. A device replacement will be completed in the near future. This device remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital, post experiencing a syncopal episode. Device interrogation revealed that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. A device replacement will be completed in the near future. This device remains implanted. No additional adverse patient effects were reported. New information was received indicating that this device was explanted. Besides surgical intervention, no adverse patient effects were reported. This device was returned, and product investigation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital, post experiencing a syncopal episode. Device interrogation revealed that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. A device replacement will be completed in the near future. This device remains implanted. No additional adverse patient effects were reported. New information was received indicating that this device was explanted. Besides surgical intervention, no adverse patient effects were reported. At this time the device has been returned, and once product analysis is completed, a final report will be sent.